Event description:
It was reported that while receiving and doing a routine inspection, I noticed that all 3 items were broken and needed to be replaced.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that screwdriver axsos t15 4.0mm locking set was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to too much applied mechanical force. The device inspection revealed the following: the tip of the returned screwdriver is completely broken off, the characteristics indicate a typically torsional overload breakage. Some rust is evident which may indicate a crack prior to the breakage. The close up views, done by the microscope, indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. Note, as stated in the instructions for cleaning, sterilization, inspection and maintenance: ¿the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. For cleaning or disinfecting medical devices only specifically formulated cleaning agents and/or disinfectants (detergents) should be used.¿ ¿note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ [original statements] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that while receiving and doing a routine inspection, I noticed that all 3 items were broken and needed to be replaced.